Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. The pump was received moisture damaged at motor, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call of a blank display and moisture damage on the insulin pump. The customer's blood glucose reading was 144 mg/dl. The customer stated that he is on vacation and jumped right into the ocean. The customer stated that the display went blank. The customer stated that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.